Event description:
The customer stated a patient generated a false negative result on the axsym toxo igg assay. The patient generated an initial negative result of < 2 iu/ml. The result was positive based on a slide review. The sample was retested on the axsym yielding positive results of 16 and 18 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4)- the device was not returned. Retained file kit testing met all specifications. A retained reagent kit of axsym toxo igg (stored at abbott laboratories), list number 9k08-20, lot number 77092hn00 (identical in composition to lot number 77092hn01) and a reference reagent kit were tested with axsym toxo igg calibrators and controls. All calibrations were valid and all control values were within the axsym toxo igg package insert specifications. The means of the negative control (nc) / positive control (pc) results obtained with lot number 77092hn00 were statistically equivalent to the means of the nc/ pc results obtained with the reference reagent kit. The variation of the values was in the expected range and all acceptance criteria were met. As part of our investigation we have reviewed the complaint and manufacturing records for lot number 77092hn00 and associated sub lots. This review did not identify any problems relating to the customer's observation. The cause of the customer's observation remains unclear, since the patient sample which was involved in the complaint issue was not available, but based on our investigation, we have determined that axsym toxo igg, list number 9k08-20, lot number 77092hn01, identified in the customer's complaint, is currently meeting its safety, effectiveness and label claims. The abbott axsym system operations manual was reviewed and found to contain adequate information regarding erratic, discrepant and/or imprecise results. Sample handling and mixing procedures is a critical factor with a high potential impact on test results and their reproducibility.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with acute hemorrhage recto-ulceration. The index procedure was not provided. The patient presented with acute hemorrhage recto-ulceration and was hospitalized in 2009. Bayaspirin and plavix were stopped. The patient's condition improved and the patient was discharged the following month. Additional information was requested was not available.

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.